Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level; causes was unknown. Reportedly, the customer declined to provide additional information and troubleshooting with tandem technical support.